Event description:
Related manufacturer reference number: 2017865-2022-47161. It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing and low pacing impedance, while the atrial lead exhibited noise oversensing and was found to have insulation damage. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in three pieces. A clavicular crush damage was found distal to the suture sleeve tie impression damaging the inner insulation, outer insulation and fracturing all the filars of the outer coil. The inner coil was not damaged in this region. The cause of the reported events was due to clavicular crush damaging the inner and outer insulations and fracturing all the filars of the outer coil.